Manufacturer narrative:
The target lesion was the posterior descending branch of the right coronary artery (rpda). The lesion was reported to be: slightly calcified, and tortuous. The pt had a previously implanted unknown stent in the proximal right coronary artery (rca). The rpda target lesion was pre-dilated. The cypher 2.5 x 13 mm stent was being delivered to the target lesion but became stuck on the previously implanted stent at the level of the proximal rca. The physician attempted to withdraw the sds into the guiding catheter and the stent caught on the distal tip and dislodged. The physician lost guiding catheter and guidewire position and attempted to exchange to a different guiding catheter. The dislodged stent was in the aorta at this time and a snare device was inserted to retrieve it. It was at this point the stent migrated to the side branch of the patient's brachial artery. Please note that device (lot# 13393883) is distributed outside the united states, however, it is similar to the united states product. The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the cypher 2.5 x 13 mm stent dislodged from the stent delivery system (sds) balloon. The product was inspected prior to use and no anomalies were reported. Attempts to retrieve the stent were unsuccessful. The dislodged stent was stuck in side branch of the patient's brachia artery. The dislodged stent did not interrupt the flow in the vessel. As access to the vessel in an attempt to crush the stent in place was not possible, and with good flow, the decision was made to leave the stent. The physician's comment regarding the event was that negative pressure was not applied prior to inserting the cypher sds into the pt.